Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event, but received remedial treatment with unspecified antibiotics intraperitoneally (ip) (dose and frequency not reported). Pd therapy was ongoing. The cause of the peritonitis was due to clostridium difficile (c. Difficile). The patient recovered from the peritonitis. On a later date, the patient was hospitalized for low blood pressure and c. Difficile. While hospitalized, the patient experienced a recurrence of peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The cause of the peritonitis was c. Difficile. The patient received treatment with unspecified antibiotics ip and therapy was ongoing. The patient was recovering from recurrent peritonitis and was discharged from the hospital. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4) - the exact date of this event is unknown; however, it was reported that the event occurred in (B)(6) 2013.if additional relevant information is received, a supplemental medwatch will be filed. This is the same patient refereneced in (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed for potentially associated lot 13a16h25, and there were no issues detected during the production of this batch relating to the nature of this complaint.